Manufacturer narrative:
The patient had the device implanted on (B)(6) 2017. Patient returned for his prescribed follow-up visits and on the third visit, his drain was removed. The patient contacted the office stating that he had a bulge in his implant that was causing him psychological distress. It was also noted that the patient had loose and detached sutures. The patient had the implant replaced on (B)(6) 2024. After surgery the patient had a sore throat, likely due to the result of anesthesia and not related to the implant. The patient reported on december 10, that after his previous surgery he had had lack of sensation along the penile shaft. On (B)(6) 2024, the patient had their drain removed. Before undergoing the procedure, patients will have to go through a screening process followed by pre-operative counseling, and that all of the possible benefits, risks, complications, and alternatives, including no surgery, will be discussed in advance of the surgery. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant risks signed off by the patient including "skin wrinkling in erect and flaccid state" and "lack of sensation on parts of penis from nerve interruption causing numbness and loss of sensitivity." Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists loss of skin sensitivity/sensation as anticipated adverse events, and implant extrusion/perforation and suture detachment as anticipated device deficiencies. The instructions for use also list implant extrusion as a potential adverse device deficiency. The patient also acknowledged the statement within the consent form, "I understand that recovery is highly individual and may vary significantly for any particular case. I understand that full rehabilitation can take considerable time, including months, if not years." Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery and the IFU, which were reviewed as part of the 510(k) process, dissatisfaction with cosmetic results is listed as a potential adverse event and complication. Patients should be informed that dissatisfying cosmetic results such as scar deformity, hypertrophic scarring, asymmetry, displacement, incorrect size, unanticipated contour or projection, transillumination and palpability may occur. Careful preoperative planning and surgical techniques are essential to minimize the occurrence of such results. Cosmetic concerns may also become medical concerns. The post-operative handbook includes information about the temporary increase or decrease in sensation after the operation. This is due to the stretching of the skin after placement of the implant and will return to normal in a few weeks to months. The root cause of this investigation is the inherent risk of the device. Dissatisfaction with cosmetic results is an anticipated side effect of that is disclosed in advance. This anticipated side effect is included in the clinical evaluation, the instructions for use, and a part of the informed consent process. The term " appropriate term not available" was chosen for clincial code as the specific injury identified was skin expansion. Additionally, as the device was not returned and unable to be investigated, historical data analysis, trend analysis, production records, and the patient's medical records were used to investigate this complaint. The manufacturing date is not included in the label as pi.

Event description:
The patient had the implant removed due to a cosmetic desire for a larger implant. It is noted that the patient had skin expansion, which contributed to the patient's request.